Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. Visual examination of the returned product/ provided pictures shows that the dovetail feature is flared. The device history record was reviewed and no discrepancies relevant to the reported event were found. Detailed instructions for inserting the articular surface are provided in the persona personalized alignment total knee arthroplasty surgical technique and there is a note to 'insert an articular surface only once. Never reinsert the same articular surface onto a tibial baseplate' and that when trialing the surgeon should 'ensure that the trials are fully seated appropriately. Soft tissue can get trapped under the femur, causing inadvertent placement of femoral trial in flexion. At the time of insertion of the articular surface the area should then be clear of tissue. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 foreign source: singapore. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, the surgeon seated the tibial insert on the tibial tray but noted there was soft tissue between the devices. The surgeon extracted the tibial insert from the tray and removed the soft tissue. The surgeon seated the insert again but it would easily be removed with an extractor. The surgeon attempted a third time but the same issue persisted. The procedure was completed using a different tibial insert. No adverse events have been reported as a result of the malfunction.